Event description:
The customer stated the rubella calibration failed with error code 1121: assay calibration failure, minimum number of calibrator replicates failed while attempting to calibrate rubella-g assay on the axsym analyzer. The customer stated that the calibration had failed three times with new reagent and calibrator kits. All maintenance was up to date. The abbott customer technical advocate sent the customer replacement calibrators and reagent kits. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.